Event description:
Information was received from the patient receiving intrathecal medication for non-malignant pain. The patient reported they noticed the pump retrieving settings screen get stuck at 90% for about a month or two. Agent assisted patient with clearing handset data per attached ka. Patient was able to sync and deliver a bolus without issue. Issue resolved. Patient stated they had their last appointment april 16th. Patient stated they go in for refills every 3 months.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.